Event description:
Additional information received from the manufacturer¿s representative (rep) reported the times listed were when the patient was traveling through an airport, not when a programming session was taking place. The rep submitted all reports they had access to.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the por message wasn't determined. The patient reported traveling through airports on february 27th at 4 p.m., march 3rd around 3 p.m., april 14th around noon, and april 26th around 7:30 a.m. A request was made to look at logs to determine the event related to these times.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the patient reported por to neurology clinic, who then called the rep to come and help them assess. While in the clinic, patient's programmer showed por when syncing to the recharger system. Interrogation with clinician tablet showed that the system had not been upgraded to the latest firmware, and that it was set to "off". The factor that may have led to this is the patient's amplitude was set above charge density limit. Patient also reported going through several airport safety scanners in february and march during some travel. While observing patient's wife operate the patients programmer, her hands were a little shaky and she demonstrated the propensity to accidentally tap on the white off button instead of the orange sync button. The rep performed impedance check and asked questions. The action taken was the rep turned system back on. Also lowered programming to be below the charge density warning level, hcp is planning to leave the amplitude at the lower level until a later date to verify with another hcp the next appropriate action.